Event description:
Osaka international cancer ctr notified the distributor which was further reported to baxter on 06 jan 2026 and reported that for 1 unit of totalcare (product code: p1900n007272; lot/ serial number: (B)(6)) it was moving on its own even though it was not operated, such as raising the back or raising the legs. There were patient involvement and no injury or any impact on the patient or user resulting from this.

Manufacturer narrative:
Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
The baxter technician found the pcm needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the pcm to resolve the reported event. Based on this information, no further action is required.